Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During preparation for use, the led on the front panel and the lamp automatically turned on and off. The procedure was postponed. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to the service department of olympus medical systems india private limited for the evaluation. The evaluation confirmed that the mainboard was defective. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the information that the device was manufactured over 7 years ago, omsc assumed that the reported event was caused by the defect of the mainboard due to aged deterioration of parts on the mainboard. If significant additional information is received, this report will be supplemented.